Event description:
It was reported that the patient could not hear his audible alarm and missed an alarm. An alarm test was attempted with two different programmers/software cards and each time they initiated the alarm test, the message, "alarm test cannot be performed" appeared multiple times on the screen. One attempt was successful and the alarm was reportedly very weak and difficult to hear. When a subsequent attempt was made, the message had appeared again. It was reported that there were no patient symptoms or clinical problems. The patient was "doing well" and receiving effective therapy. The drug delivered via pump was lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, neu_unknown_cath lot# serial# (B)(4), implanted: 1997 (B)(6), product type catheter product ID, 8840 lot# serial# unknown, product type programmer, physician product ID, 8596sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).